Manufacturer narrative:
Concomitant medical products: 1782tc52, lead, implanted: (B)(6) 2008; 1782tc52, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.